Manufacturer narrative:
On 4/22/2019 a re-assessment of the information available was performed and it was determined that only on of the prostheses was explanted. The prosthesis relating to this report, the right prosthesis, likely underwent surgical intervention rather than explant to resolve the previously reported issue. 2. Is required intervention-uncheck. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with a mentor smooth round moderate profile 375cc saline prosthesis (left) and an unknown mentor saline prosthesis (right). Bilateral lateral displacement was experienced post procedure and an explant surgery was performed. During the explant surgery left sided deflation was also noted. The devices were replaced with unknown mentor saline prostheses. This report relates to the left prosthesis. See 1645337-2019-09781 for contralateral prosthesis report.